Event description:
It was reported that the insulin pump alarmed failed battery test. Upon troubleshooting, the insulin pump still alarmed failed battery test, and the caller was advised that the battery cap be replaced. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.